Manufacturer narrative:
H.6. Investigation: a review of past 12 months quality notification were performed and no quality notification was raised on the reported defects. The reported defects cannot be confirmed as no photo / samples were returned for investigation. Therefore, root cause could not be determined.

Event description:
It was reported that after "bicillin la" was administered with the needle eclipse 21x1 rb tw, the safety shield broke off when attempting to cover the needle. The following information was provided by the initial reporter: the site is in receipt of a marked product complaint identifying a needle that was supplied was dull. The user reported that the needle was more difficult to push through. The customer stated that the bicillin la was administered successfully and no complications occurred. The customer also stated that the safety shield broke off when closing. Bd eclipse needle 21 gauge 1" (vendor lot: 7176188) were used to package bicillin la 1ml batch w0783.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after "bicillin la" was administered with the needle eclipse 21x1 rb tw, the safety shield broke off when attempting to cover the needle. The following information was provided by the initial reporter: the site is in receipt of a marked product complaint identifying a needle that was supplied was dull. The user reported that the needle was more difficult to push through. The customer stated that the bicillin la was administered successfully and no complications occurred. The customer also stated that the safety shield broke off when closing. Bd eclipse needle 21 gauge 1" (vendor lot: 7176188) were used to package bicillin la 1ml batch w0783.